Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an implant duration of 3 days. Despite multiple follow-ups, no additional information has been provided by the healthcare provider regarding this event. It is unknown if the death is related to the edwards' pericardial patch.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review is in progress. Despite multiple follow-ups with the healthcare provider, no additional information was provided due to patient privacy regulations; therefore, no further investigation can be performed into the root cause of this event.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.